Event description:
It was reported that the ureteral stent broke and the coil separated from the straight site after opening the package.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted by the customer which shows a break in the stent by the pigtail. The ureteral stent was returned in the opened original packaging. An evaluation of the physical sample was completed by futurematrix. A potential root cause for the reported event could be, "inappropriate package design". As no patient involvement was reported, the device was not used, however, it is intended for treatment purposes. As damage was noted on the device, it appears to have contributed to the reported event. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent broke and the coil separated from the straight site after opening the package.